Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. A black dot was on the insulin pump's screen. The customer tried to deliver a bolus but the buttons were unresponsive. The insulin pump alarmed ths and failed battery test. Customer's blood glucose level was 84 mg/dl. The device was not returned.